Event description:
It was reported during a l5-s1 fusion using a matrix system the surgeon was progressing one of the sacral screws in further with a solid t-handle screwdriver. During this, the head of the matrix screw disconnected itself from the pedicle screw. The screw was removed and replaced with a longer 7mm screw. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). The present pedicle screw was analyzed for conformance to print specifications and DHR was researched. No abnormal findings were identified. A function test was performed and the pedicle screw did work as required. Base on these findings, we conclude that the cause of failure is not do to any manufacturing non-conformances. Based on the complaint description we are not able to determine the exact cause of this occurrence.